Event description:
Suspected "pocket fill" - clonidinet mso4, on day of scheduled refill, rn withdrew 11.5 ml from pump which was within expected range. Instilled total of 40 ml of drug. Withdrawing every 10-15cc. No indication of resistance or difficulty. (This rn has cared for this pt many times in past 4 years.) Approx. 4-5 hrs following refill, patient (who happened to be an inpatient) developed pinpoint pupils became unarousable & exhibited - seizure activity. Brain/cva/cns event ruled out. Response & reversal agent. Pumpemptied on (B)(6) 2011 - 8cc's not retrieved.